Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea, (cramping),"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, (cramping), pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding) ,bloating right-3 coils; left-2 coils. Lot number: 50705834 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea, (cramping),"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, (cramping), pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding), bloating, right-3 coils, left-2 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea, (cramping),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea, (cramping), pelvic pain , abdominal pain, menorrhagia (heavy menstrual bleeding), bloating, patient did not undergo essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.